Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found with both grips severely bent, causing a misalignment of the grips. As a result, the clip could not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier clip does not close properly when applied. There were several attempts with the clip. The instrument was exchanged to a different one to finish the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no visible defect noted. The incident with the clip applier occurred while the surgeon attempted to clamp the vessel. The issue was related to unsuccessful clip application. A weck hem-o-lok medium-large clip was used. It is clearly stated that the instrument reported was a medium-large clip applier and different size clip would not engage or load otherwise. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU because there was no issue when a different medium-large clip applier was used. The instrument was exchanged to a different instrument to finish the case.